Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected the UDI.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 44-year-old male patient who had been admitted in with indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The patient was supported by inotropes, vasopressors, and oxygen for respiratory support. The underlying medical history was not shared. The pump was placed and did not have the forward tension sutures placed before the dressing was applied at the femoral access site. The team did not place the sutures per recommendation. When admitted to the intensive care unit (ICU) the site began to bleed and so the team held pressure for 20 minutes. After the groin hold the patient was transferred on support to the tertiary medical center. Upon arrival to the tertiary center the access was again seen to be bleeding and the limb was ischemic, with pallor of the leg. The team repositioned the pump and placed new mattress sutures and discussed a distal perfusion catheter placement. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. On day 2 of the support the team added extra corporeal membrane oxygenation (ECMO). After 8 days of support the team made decision to remove and replace the cp with escalated impella 5.5 pump support. The patient has survived and is still supported by the 5.5 pump and ECMO.